Event description:
Hcp reported to sales rep as well as to bfarm "revision of left hip-tep because of inlay dislocation. Primary implantation less than 2 years ago. Primary implantation due to coxarthrosis. Primary implants: pinnacle 100 cup size 48; corail hip stem lat. Size 9 cementless without collar; marathon pe inlay +4.10° inner dia 32 outer dia 48mm; ceramax ceramic femoral head 32+5 medium. Revision with head and inlay change. Luxation event occurred during passive rotational movement of the lower leg."

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Based on observations of the involved poly liner, it was possible to identify a disassociation event among both devices. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: bfarm DHR review request, product description: pinnacle 100 acet cup 48mm, product code: 121701048, lot number: 9637847. 1) quantity manufactured: (B)(4). 2) date of manufacture: 11/27/2020. 3) any anomalies or deviations identified in DHR: none. No non-conformances were identified. 4) expiry date: 10/31/2030 5) IFU reference: 090200701 IFU tot hip pros. Device history review: a manufacturing record evaluation was performed for the finished device (121701048/9637847) product and lot numbers, and no non-conformances were identified.